Event description:
Hi, I bought a coupling gel from amazon with product link:https://www.amazon.com/frequency-conductive-m icrocurrent- soothing-hydrating/dp/b0bz75fmb8. This gel claimed can be use with ultrasonic device, so I used with ultrasound baby doppler. But it caused severe redness and itchy on my wife belly. We have talked to amazon customer service request a FDA 510k number with no answer till now. Please reach to amazon and ask them to put on regulated certification or 510k number there. We need to be assured there will no future side effect from using that product. (B)(6). Thank you.

Event description:
Additional information received for report mw5150157 on 01/26/2024 to update procode.